Event description:
Boston scientific received information that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high, out of range shocking lead impedance measurement of greater than 200 ohms during implant procedure. The lead was reconnected to the device and got a shock impedance measurement of 64 ohms with stable pace impedance value. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.